Event description:
There was an allegation of questionable alkaline phosphatase (alp2) results from the cobas c 503 analytical unit. Patient 1 initial result was 419 ui/l and the repeat results were 708 ui/l and 524 ui/l. On (B)(6) 2024, patient 2 initial result was 372 ui/l and the repeat results were 222 ui/l and 198 ui/l after recentrifugation.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer alleged discrepant alkaline phosphatase (alp2) results for additional patient samples. Sample (B)(6) initial result was 243 ui/l and the repeat result was 86 ui/l. Sample (B)(6) initial result was 317 ui/l and the repeat result was 178 ui/l. Sample (B)(6) initial result was 303 ui/l and the repeat result was 128 ui/l. Sample (B)(6) initial result was 217 ui/l and the repeat result was 142 ui/l. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue was consistent with a high leukocyte concentration in the samples leading to an accumulation of cells close to the plasma surface. Therefore, the most likely root cause is related to preanalytics/sample related. Correct pre-analytic sample handling is within the customer's responsibility.